Manufacturer narrative:
A conceptus representative spoke with dr. Distal placement and hsg protocol, were discussed at length. The appearance of the delivery wire after a device has been deployed was described in detail. Dr. Stated that a conceptus representative came out to preceptor two of her cases (after this occurrence) and reviewed the procedure steps, showed her the delivery system post deployment, and reviewed inadvertent forward feed which may lead to distal placement. The importance of stabilizing the essure handle to the scope was emphasized. Distal placement parameter per hsg protocol were reiterated. Dr states she feels that she is comfortable with the procedure steps, and will not make this mistake again. The conceptus representative will continue to preceptor this physician to ensure she is performing the procedure correctly, and is aware of trouble shooting techniques.

Event description:
Physician called the consultation line during a case to report she had detachment difficulties with the essure device. She used 3 essure devices in each fallopian tube, because she was unsure whether the micro-insert detached from the delivery wire. She reports she did not see any trailing coils after attempted placement of the first device in each side, so she attempted placement using a second device in each tube. She didn't see trailing coils again, so she attempted placement of two additional devices ( for a total of 6 attempts, 3 in each tube). However, all six micro-inserts did detach, and the patient has three micro-inserts inside each fallopian tube. The patient was asymptomatic post-procedure. Dr called conceptus to report the patient is now complaining of pelvic pain and has concerns over having so many devices in her body. Patient complains of acute, intermittent abdominal pain 2-3 times per week. Dr offered the patient surgical removal of the devices, and bilateral tubal ligation which the patient agreed to. Surgery is intended to be scheduled, but has not occurred yet.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.